Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well and was found via echocardiogram to have pericardial fluid retention. The pericardial fluid was drained and a suspicious right atrial (ra) lead was explanted and replaced. No further patient complications have been reported as a result of this event.